Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the implantable cardiac monitor could not be interrogated. No intervention or patient symptoms were reported.